Manufacturer narrative:
This report is submitted on december 23, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to explant the device due to improper placement of the electrode array and an open circuit. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 27, 2022.